Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended and the issue appeared to be user error. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The caller indicated that they were getting grainy images on the imaging system. The caller indicated that they ran the rad and fluoro calibrations and both passed, but the caller was still getting grainy images after that. Later troubleshooting determined that the images were likely grainy as a result of technique with an obese patient and a manufacturer representative (rep) confirmed that the user was unfamiliar with the imaging system and didn't understand "boost." It is unknown if there was a delay in procedure, but there was no change in patient outcome as a result of the issue.